Manufacturer narrative:
Correction: f10/h6: medical device problem codes (remove a1408). H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing in an unspecified quantity of access sets were kinked. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.